Event description:
(B)(4). Severe swelling in abdomen area, continuous bleeding, severe constant pain, ovary removal, weight gain, severe fatigue, hair loss, acne, nickel allergy, continuous treatment for endometriosis resulting in hysterectomy.